Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacture's service center, foam degradation was observed. The device's air path assembly, blower, stirring fan, flow sensor assembly, bellows clip, thermistor and blower bellows were replaced.